Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of accuracy issues was not determined because no products or device logs were returned.

Event description:
It was reported that that customer biomedical engineering has received reports of device inaccuracies, however devices that biomedical has tested has "been within range" . This was reported to bd representatives during site visit. Bd clinical practice consultants discussed range of accuracy with both pca module and syringe module. There was patient involvement but no harm.